Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic') in a 45-year-old female patient who had essure (batch no. B69461-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure bilateral tubal occlusion, hysteroscopy, dilation and curettage, thermachoice iii endometrial ablation.". The patient's medical history included vaginal bleeding, menorrhagia and overweight. Concurrent conditions included insomnia. Concomitant products included zolpidem. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and night sweats ("night sweats"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression/psych injury"), hot flush ("hot flashes") and anxiety ("psychological or psychiatric problems: depression, anxiety and mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"). On (B)(6) 2018, the patient experienced dermatitis allergic ("allergy: rash/skin condition \ rash/skin condition type rash"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("chronic abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("infection: urinary tract"). The patient was treated with azithromycin, escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salping-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dermatitis allergic, vaginal infection and urinary tract infection had resolved and the depression, menorrhagia, vaginal haemorrhage, night sweats, hot flush, anxiety and weight increased had not resolved. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, genital haemorrhage, hot flush, menorrhagia, night sweats, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pain, allergy and vaginal infection". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2016: results: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, anxiety, rash, weight gain, hot flushing, vaginal discharge. Lot number reported (b69461) is not valid. Most recent follow-up information incorporated above includes: on 9-jan-2020: event¿ urinary tract infection¿ outcome was updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic') and genital haemorrhage ('general abnormal bleeding') in a 45-year-old female patient who had essure (batch no. B69461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure bilateral tubal occlusion, hysteroscopy, dilation and curettage, thermachoice iii endometrial ablation.". The patient's medical history included vaginal bleeding, menorrhagia and overweight. Concurrent conditions included insomnia. Concomitant products included zolpidem. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and night sweats ("night sweats"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), hot flush ("hot flashes") and anxiety ("psychological or psychiatric problems: depression, anxiety and mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"). On (B)(6) 2018, the patient experienced rash ("allergy: rash/skin condition \ rash/skin condition type rash"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("infection: urinary tract"). The patient was treated with azithromycin, escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salping-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, rash, vaginal infection and dermatitis allergic had resolved and the depression, menorrhagia, vaginal haemorrhage, night sweats, hot flush, urinary tract infection, anxiety and weight increased had not resolved. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, genital haemorrhage, hot flush, menorrhagia, night sweats, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2016: results: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, anxiety, rash, weight gain, hot flushing, vaginal discharge. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs received: lot no. Was added. Reporters were added. New events- abnormal bleeding (vaginal, menorrhagia), night sweats, hot flashes, urinary tract infection, mental anguish, weight gain, medical device monitoring error, were added & one event was updated from psych injury to depression. Concomitant,treatment drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic') and genital haemorrhage ('general abnormal bleeding') in a 45-year-old female patient who had essure (batch no. B69461-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure bilateral tubal occlusion, hysteroscopy, dilation and curettage, thermachoice iii endometrial ablation.". The patient's medical history included vaginal bleeding, menorrhagia and overweight. Concurrent conditions included insomnia. Concomitant products included zolpidem. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and night sweats ("night sweats"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), hot flush ("hot flashes") and anxiety ("psychological or psychiatric problems: depression, anxiety and mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"). On (B)(6) 2018, the patient experienced the first episode of dermatitis allergic ("allergy: rash/skin condition \ rash/skin condition type rash"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), the second episode of dermatitis allergic ("allergy: rash/skin condition"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("infection: urinary tract"). The patient was treated with azithromycin, escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salping-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and the last episode of dermatitis allergic had resolved and the depression, menorrhagia, vaginal haemorrhage, night sweats, hot flush, urinary tract infection, anxiety and weight increased had not resolved. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hot flush, menorrhagia, night sweats, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2016: results: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, anxiety, rash, weight gain, hot flushing, vaginal discharge. Lot number reported (b69461) is not valid. Most recent follow-up information incorporated above includes: on 24-oct-2019: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), skin disorder ("allergy: rash/skin condition"), psychological trauma ("psychological injury"), vaginal infection ("bladder/urinary problems: vaginal infection") and rash ("allergy: rash/skin condition"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, skin disorder, vaginal infection and rash had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma, rash, skin disorder and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded.; on (B)(6) 2016: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Lab data added. Events: abdominal chronic, bleeding: general abnormal bleeding, allergy: rash/skin condition, psychological injury, bladder/urinary problems: vaginal infection were added. Events outcomes pain, bleeding, allergy, bladder /urinary resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.